Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. The customer declined additional troubleshooting and no additional information was provided.